Manufacturer narrative:
The insulin pump alarmed a33 during basic occlusion test due to slightly loose drive support disk. Testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump has minor scratches on lcd window, cracked case at display window corners and missing end cap sticker

Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer's blood glucose level was 186 mg/dl. Customer stated that the pump was not recognizing the reservoir in the pump. Customer received a low reservoir alarm when she went to change out the reservoir and rewind the pump. Customer stated that the drive support cap was protruded. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.